Event description:
Customer stated that her transformer housing has split and she is able to see the underlying circuitry.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer was contacted regarding the return of the product and for additional info regarding the issue. Contact was unsuccessful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.